Event description:
Account reports getting discrepant total protein results for three linearity samples. Sample 1, initial result gave 5.7 g/dl, repeated three times giving 5.9, 0.2 and 5.9 g/dl. Sample 2, initial result gave 0.6 g/dl, repeated three times giving 8.7, 8.4 and 8.6 g/dl. Sample 3, initial result gave 10.8 g/dl, repeated three times giving 0.7, 10.8 and 11.0 g/dl. No patient sample involvement. The field service representative determined the cause for the discrepancy was due to a problem with the sample probe and replaced/aligned sample probe. Performance tests were performed and within specification.